Manufacturer narrative:
Concomitant medical products: (2) 8100. (2) primary tubin. 20128e. (3) 20038e. (2) 60ml bd syringes. (2) nanoclave a1000. Unknown 60 inch extension set. Vygon 0.2 micron filter trifuse ams-944. Uvc. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a nicu infant's dopamine infusion at 0.5 ml/hr flowed slower than expected during a line and syringe change which resulted in initial bp and map fluctuations which continued during user troubleshooting over the next several hours. The dopamine in a 60 ml syringe was expected to infuse at 8 mcg/kg/min via a trifuse to an umbilical venous catheter. The patient's baseline map was 27-28. The line was changed at 2225, and 30-35 minutes later the patient's bp dropped to 19-22. During troubleshooting, the user checked the flow at the end of the tubing which appeared to be slower than expected, and at one point no flow was observed. After moving the syringe to a new syringe module, the patient's map increased to 30-36, but subsequently declined after around 30 minutes to 16-18. The line was changed at 0039, primed with a different module, and restarted with minimal improvement. The same pattern repeated for a total of 3 device changes with 4 pumps. At 0156 all devices and tubing were replaced including a new drug syringe. With each pump or syringe change the syringe was primed with the pump. Pressure sensing disc sets were not used. Lines were clamped when switching from one pump to another and the nurse thought the brief increase in bp may have been related to built-up pressure causing a small bolus to occur when the line was unclamped. Two sets of a pcu plus modules were located on one pole with one system at the isolette level and one just above. Dopamine prior to the line change was infusing via the top set of devices, and at line change the dopamine was changed to the lower set of devices on the same pole. When troubleshooting, the nurse changed back to the upper/original set of devices which they felt also could have contributed to the temporary spike in bp due to pressure changes in the line. Prior to the initial scheduled line change the dopamine was primed on the pump for about 15-20 minutes until a drip was visualized from the distal end. Although the bp and map fluctuated during the event, the patient's other vital signs remained stable and within normal ranges. No other effects to the patient were reported. The pcu and modules were sequestered and sent to biomed. Other infusions into the same uvc line were tpn at 1.9 or 2.4ml/hr and lipids at 0.1ml/hr, each via a pump module. The lipid filter was flat during line change and was laying inside the isolette during infusion.